Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen times off too soon. There was no adverse impact to customer's blood glucose. No additional information was provided and the customer declined further troubleshooting. Reportedly, customer continued to use current pump for insulin therapy.